Event description:
The customer alleges her 3 wheel scooter caused her to fall off. The customer sustained a fractured hip.

Manufacturer narrative:
Method: device is not available for eval at this time due to litigation. Conclusion: if product becomes available, a f/u report will be submitted upon completion of investigation.

Event description:
The customer alleges her 3 wheel scooter caused her to fall off. The customer sustained a fractured hip.

Manufacturer narrative:
Inspection of the device by counsel revealed no malfunction in the product.